Event description:
It was reported that the customer experienced a low blood glucose (bg) of 30 mg/dl; cause was unknown. Customer administered glucagon to address bg level. Reportedly, customer continued to use the pump for insulin therapy.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.